Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, a b30 error typically occurs when failure occurs in the communication with a scope due to a foreign material or moisture adhered to the electrical contacts. Three attempts were performed to obtain additional information, but no response was received from the customer olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source displayed a b30 - scope communication error message. The event was found during the preparation for use. The intended procedure was unknown. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to clean the scope with a lint free cloth and 70% alcohol, make sure the equipment was turned off when connecting the scope, reseat the large cable on the back of the device, and if troubleshooting with multiple scopes fails, return the device for repair. The customer later reported the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.